Manufacturer narrative:
Service is pending purchase order from the customer.

Event description:
It was reported that with a patient on the table (pot), the xps laser system displayed error messages and the procedure could not be completed. The customer reported that instead of filling the system with distilled water, they used physiological serum (saline), resulting in the system error codes. Patient/user complications: "none" - there was no injury reported.